Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and details regarding the patient¿s weight-bearing status, bone quality, and other additional clinical relevant information have not been provided. The root cause of the reported migrated screw cannot be definitively concluded. One undated x-ray was provided confirming that the compression screw moved from its implanted position and has cut through the top of the femoral head. There is reported that there will be a future revision. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that on (B)(6) 2018 at (B)(6) hospital a proximal femur fracture was treated with surgery and insertion of a long intertan nail and 7.0mm cannulated screw by doctor. Later on (B)(6) 2019 an x-ray was taken to the patient showing that the lag/compression screw cut out of femoral head.